Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator had not been charged in about two months. An ins overdischarge was suspected. This was the pt's second overdischarge. On (B)(6) 2011, the pt attempted three physician mode recharges, but never got to the normal recharging screen. The antenna locate feature also failed to resolve the issue. Add'l info received reported that the pt was unable to charge the ins and will schedule a revision to receive a new ins.